Manufacturer narrative:
(B)(4). Device lot number not provided/unknown.

Event description:
It was reported that the low profile abutment (ilpc442u) fractured.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2018-00392 on april 11, 2018 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if were to recur based on additional information received from the investigation of the returned device. The customer originally reported an abutment screw fracture, but after investigation of the returned device it was verified that the abutment screw which engaged the implant was not fractured. So this would no longer be a reportable event and no further submission will be submitted for this event.